Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump fell apart when he changed the reservoir. Customer rewound the insulin pump and when he primed the device, the end part came apart. The mechanism inside of the device is pushing backwards and bottom place where the bumper sticker is completely loose. Customer's blood glucose was 200 mg/dl. Customer stated the damage occurred during normal wear and tear. Customer was advised the device needs to be replaced, agreed to return for analysis.